Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was sometime in the past month or two the patient's intensities changed and patient met with medtronic representative who adjusted the intensities back to what they were. No patient symptoms were reported.